Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that there was no lubrication or very little lubrication on the rochester medical hydrosil gripper catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no lubrication or very little lubrication on the rochester medical hydrosil gripper catheter.